Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl at the time of the incident. Customer's current blood glucose was 72 mg/dl. Customer has treated with food. Customer has been experiencing low blood glucose for few hours. Advised customer to disconnect from the pump. Customer states:the drive support cap appears normal .customer was neither in emergency room , nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.